Event description:
The following has been reported: biomed reported: 'pump problem'. Incident occurred during process: no. Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. Air compressor failed recharge test and unit had red pump alarms at start up. Removed and replaced air compressor and performed recharge test, unit passed. No other damage found.